Manufacturer narrative:
(B)(4). Batch # r92v5z. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present and it was also received with the cable cut off. Due to the condition of the device, functional testing could not be performed. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the issue pad was melted down. Patient consequence was not reported. No additional information was available regarding this event.